Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked the patients weight is not provided when asked. This information not provided when asked. This information was not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort splint. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, it is noted the patient experienced intraoral sores. The device was worn for 6 weeks.

Manufacturer narrative:
CAPA 2023-006 the device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no material defects or changes could be detected. No manufacturing deviations or abnormalities are known. E-pro 4.0 - 11805204 (erkoloc-pro) was manufactured from april 04, 2022 and was assigned an expiration of april 2025. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper and lower splint was returned in the original case. Roughness - the flange was smooth; internal surface was smooth/ occlusal surface appeared rough and adjusted. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was slightly yellow due to the usage. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. No device has been returned for review. IFU 9091 rev 5.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material.

Manufacturer narrative:
Additional data: a2, a6, b2, b3, b5, d4, h6 (type of investigation code, and investigation conclusions code). Corrected data: h4, h6 (health effect - impact code, and medical device problem code). Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
The patient first used the device on (B)(6) 2022 and first time experienced the reaction on (B)(6) 2022. The patient is experiencing mouth sores. The symptoms went away after stopping the appliance usage. The patient is asked to get an allergy test with their medical provider for definitive result.